Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, the cartridge leaked. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 150mg/dl.